Event description:
It was reported that the physician suspected scar tissue formation around the catheter to the pump insertion site. The physician accessed the cap (catheter access port) but was unable to aspirate. No pt symptoms were reported. There were no volume discrepancies. The pt was reported to be doing well. The type of medication, concentration and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.